Event description:
It was reported that during the procedure in the moderately calcified, distal right coronary artery for treatment of a de novo lesion, the vessel was very well prepared before advancement of a 3.0x38 rx xience xpedition stent delivery system (sds). While attempting to cross the lesion, resistance was felt, additional attempts were made to advance the sds, and the proximal shaft separated in two pieces outside of the anatomy. The sds was simply withdrawn from the anatomy and replaced with another xience xpedition sds which was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event has been estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.